Manufacturer narrative:
The complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history review for lot number 11269888 was reviewed and no non conformities were found that would have led to the reported complaint. Additional information d9.

Event description:
The event occurred on an unspecified date and involved a primary plum set. The reporter stated that the parenteral nutrition was leaking through the pores of the filter, with constant dripping. The parenteral nutrition was removed from the set and filter and sent to the pharmacy for review. There was patient involvement, however no one was reported harmed as a result of this event. This is 1 of 2 reports.

Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.